Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they were lying down this evening and then suddenly felt strong stimulation down their left leg that felt like muscle spasms. The ins was on the left side. The patient said it made it hard for them to walk. The patient did not have any falls or trauma, nor did they make any changes to their stimulation. The patient did check their stimulation system with their handset which showed stimulation on at 0.6ma. They reduced their stimulation to 0.5ma but didn't notice a change in the sensation at all. Technical services reviewed having shut off stimulation if the they were having a lot of discomfort and to consult with their doctor about next steps and whether they should be seen for reprogramming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.